Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in a vessel below the knee. After a non-bsc guidewire, crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was exchanged to a non-bsc balloon catheter. Then additional dilatation was performed using a coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.